Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED THE SCREEN BECOMES NOISED DURING SET-UP INVOLVING AN OLYMPUS BRONCHOVIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: H2, H3, H6, H11.The device was returned to Olympus for inspection and the reported failure was confirmed.A definitive root cause could not be identified.Reasonably known information suggests probable causes such as Material problems like; Degradation; Inappropriate Material. Mechanical problems like: Leakage/Seal; Stress; Deformation; Wear and tear. Clinical Imaging Problem like Radiofrequency Induced Overheating. Thermal problems like overheating. Environmental problems like: Temperature; Dust or Dirt; Humidity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.